Event description:
Customer reported debris on their patient interface. Procedure was completed with a new patient interface. No patient injury or medical intervention reported. No further information provided.

Manufacturer narrative:
Section a2, a4, and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as the patient interface is not an implantable device. Section h3: the patient interface (pi) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.